Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. B3: publication year of 2024. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: retrospective, observational, pilot study to assess the safety and efficacy of goel¿s technique of laparoscopic hysterectomy in endometrial carcinoma. Author(s): vipin goel , bushra khan , snigdha rampelly. Citation: cureus. 2024. Laparoscopic hysterectomy is a substitute for the abdominal hysterectomy technique for endometrial carcinoma. Goel¿s technique is a unique laparoscopic hysterectomy. The main feature of goel¿s technique is that vaginal manipulators or myoma screws are not used in the procedure as vaginal manipulators or myoma screws contribute to an increased risk of spread of malignancy in the systemic circulation. A total of 35 female patients with early-stage endometrial cancer were included, their mean age being 56.29 years. The mean time to hospital discharge of the patients was 2.94 days. All patients underwent laparoscopic hysterectomy with goel¿s technique utilizing harmonic ace tm shears (ethicon endo-surgery. Reported complications included ureteral injury (n=?) And ureterovaginal fistula (n=?). In conclusion, goel¿s technique helped patients with endometrial carcinoma to recover faster and it reduced hospital stays with fewer postoperative complications.